Event description:
Information received from the field notes that the patient was seen clinically after a transtelephonic check reported vvi pacing at rates between 30 and 70 ppm with long pauses. Dashes (---) were noted for several parameters and multiple attempts to interrogate the device were unsuccessful. The patient was not pacemaker dependent.